Event description:
The device was received for service with the report "it turns on itself". Information was not provided regarding whether or not the device was in use when the reported event occurred. Despite baxter's effort to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact is available.